Event description:
It was reported that the user experienced a prolonged low glucose episode after a caregiver announced a usual-sized lunch despite the user only consuming a salad, followed by multiple treatments with apple juice, a nutrition drink, a mini bar, and then a glucose tablet, after which glucose spiked out of range and later trended down; guidance was provided on correct meal announcements and proper hypoglycemia treatment. Symptoms included hypoglycemia and subsequent hyperglycemia ranging from 67 mg/dl to 243 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or caregiver. Investigation of this case revealed user management error related to an overestimated meal announcement and excessive carbohydrate treatment, with the device operating as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in carbohydrate announcement and hypoglycemia treatment. This report is being submitted for incorrect meal size. A separate report will be submitted for overtreating hypoglycemia.